Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a 3.0x22mm resolute onyx drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 80% stenosis in the mid-distal rca. There were previously placed coronary stents extending from the mid rca to the ostial rca with about 2-3mm of stent extending out of the right ostium which made guide engagement extremely difficult. These stents were placed at another facility. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The physician first advanced a 3.0x38 onyx stent through the existing stents in the proximal - mid rca to reach the distal rca lesion successfully. The 3.0x22mm onyx was then attempted through the pre-existing stents and when advancing through the first stent severe resistance was met and the device could not advance further. The physician then retracted the stent into the guide and noted that the stent had come off the balloon in the proximal rca. The dislodged stent was then deployed at the dislodgement site in the prox imal rca using a 2.0 balloon. After review of the films it was noted that the 0.014" cougar xt guidewire might have been through the struts of the previously deployed ostial stent and might have caused the stent to catch and dislodge. No difficulties were noted when loading the device onto the guidewire. No kinks or other issues were reported for the cougar wire. The cougar wire was flushed before use. No patient injury is reported.

Manufacturer narrative:
Image review: review of the images provided can confirm the presence of the stenotic lesion in the mid to distal part of the rca. Presence of the long stent from ostium to mid rca whose proximal part is extended out of the right ostium can be confirmed. It was reported that the lesion was pre-dilated, the first delivery system reached the distal target lesion and stent was deployed with no issues. While approaching the second, proximal target lesion, it was reported that delivery system interfered with proximal part of the previously deployed stent. It was reported that the stent detached from the delivery system and the operator find the stent in the proximal part of the rca and stent was deployed in dislodgement site successfully. Images provided can confirm the calcified nature of the rca and the presence of the distal stenotic lesion in rca. Pre-dilation and deployment of the two distal stents can be confirmed. The stent dislodgement and the withdraw cannot be confirmed as no images were provided showing the dislodgement or the wire extending through the stent cell and contributing to the dislodgement. This cannot be confirmed. Although, there are images of the balloon expansion in the place of the presumed dislodged stent. The possibility exists, that the guidewire interfered with the struts in the ostium of the rca of the previously deployed stent or the unexpanded stent caught in the struts of the previously deployed stents and caused the dislodgement of the stent from the delivery system, and that scenario coincide with operator observations. If information is provided in the future, a supplemental report will be issued.